Manufacturer narrative:
(B)(4)

Event description:
It was reported "after removal of the central venous catheter (cvc) placed in the right subclavian vein, the patient began to show changes in consciousness and myoclonus - probably gas embolism. Treatment: hyperbaric chamber treatment, + ventilation invasive mechanics + vasopressor. " the patient's current condition is reported as "deceased". Additional information reports "root cause analysis was carried out on this incident and there was no evidence of problems with the device used, however, the distributor was made aware of the occurence."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after removal of the central venous catheter (cvc) placed in the right subclavian vein, the patient began to show changes in consciousness and myoclonus - probably gas embolism. Treatment: hyperbaric chamber treatment, + ventilation invasive mechanics + vasopressor. " the patient's current condition is reported as "deceased". Additional information reports "root cause analysis was carried out on this incident and there was no evidence of problems with the device used, however, the distributor was made aware of the occurence."